Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. At the time of reporting, the patient was on antibiotics to treat the peritonitis. The cause and patient's outcome from the peritonitis were not reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.